Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock during an abdominal aortic aneurysm surgery. An alert was triggered due to noise/oversensing indicated to be non-sustained episodes and short v-v intervals. It was not known if a magnet was used during the surgical procedure. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.